Event description:
A customer reported that their AED battery was expired and their AED would not power on. The customer reported the battery pack had been disposed of and was unable to provide the serial number or expiration date for the battery. The customer did not report this occurring during patient use.

Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.